Manufacturer narrative:
Serial number: n/a, software version: n/a, color: grey, battery life remaining: n/a. Inpen received with resistance upon dispensing without a cartridge due to dust/debris under dose button, on washer, dose detent and dose knob. Unable to perform functional test due to high resistance at dose button. However, after attempting several times dispensing doses the debris got dislodged and inpen function properly. No physical damage to injection foot or inpen was noted.

Event description:
Information received by medtronic indicated that screw was not moving as intended on insulin pen. The insulin pen stopped working 2 weeks ago and he is no longer using it. He was currently on his back plan so he will not missed any bolus. He stated that the dial re-track and it was hard to dial. The issue did not resolve. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.